Manufacturer narrative:
Investigation/conclusion: it is indicated that product is not returning for evaluation. Since the product associated with the complaint was not returned, a review of in-house testing data was performed. The retain strip testing results met both accuracy and repeatability criteria. The product performed as expected and no product deficiencies were observed. The manufacturing records for the lot were reviewed and the lot met release specifications. Improper techniques were identified in the complaint. These cannot be ruled as possibly contributing to the unexpected result observed by the customer. Based on the information available, there is no indication of a product deficiency and no corrective action is required.

Event description:
The caller/customer alleged a variance between the inratio inr results and the physician's point of care (poc) inr result. Results are as follows: date: (B)(6) 2015, inratio inr: 4.8 and 1.9, poc inr: 1.8. The customer expressed concerns over the initial inratio inr value that he received. Therapeutic range: 2.0 - 3.0. The time between the two (2) inratio inr tests was 1 hour. The time between the second inratio test and the physician's poc test was 45 minutes. The customer reported "milking" the finger after the finger and "painting" /touching the finger to the sample well. These are considered to be improper techniques when performing the inratio test. There was no reported adverse patient sequela. There was no additional information provided.